Manufacturer narrative:
The insulin pump had a blank display due to shorted and burnt electronic assembly. Unable to test for button/keypad unresponsiveness, a14 alarm or audio/beep anomaly due to blank display. The pump had minor scratched display window, scratched case, broken belt clip slot and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 169 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.